Manufacturer narrative:
Follow-up #1: date of submission 09/01/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: a review of the black box revealed data from (B)(6) 2016. A review of the black box data from the complaint data was found to be overwritten. The current draws were within specifications. The reported "battery life" issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.